Manufacturer narrative:
Device was scrapped by stryker. The customer received a replacement device. Stryker further evaluated the removed power pcb and determined the cause of the reported issue to be fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p1, causing an increase in contact resistance. Correction: d9/h3 and d9 on MFR report # 0003015876-2021-02289 indicate field and 11/30/2021 respectively. D9/h3 should indicate return and d9 should indicate 11/22/2021.

Event description:
Stryker received a report from a customer that the device shutdown unexpectedly. There was no report of patient involvement.

Event description:
Stryker received a report from a customer that the device shutdown unexpectedly. There was no report of patient involvement.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker advised the customer that their device is not field-serviceable and is no longer under warranty. Stryker recommended that the customer remove the device from service and a replacement device be obtained. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.